Event description:
The customer reported to welch allyn tech support an approximately one hour loss of centralized monitoring. Vital signs monitoring continued at bedside. There was no patient harm of any kind associated with the loss of centralized monitoring. Welch allyn tech support assisted the customer in restoring centralized monitoring. This customer has two central stations running together and functioning as a high availability (ha) pair. Each system controls the centralized monitoring functions for some of the patients. When one of the systems becomes unavailable for whatever reason, the ha system is designed to switch control of the patients to the other unit in the ha pair. This is an option available to the customer to decrease instances of loss of centralized monitoring. In this case, one station went down and could not reboot. The patients on the crashed system transferred to the other system as specified. Subsequently the other system also went down for an unrelated reason, resulting in a loss of centralized monitoring.

Manufacturer narrative:
Method: we determined the cause of the reboot through examination of the remotely accessed device logs. Manufacturer's evaluation summary: the device is an installed centralized monitoring system that utilizes a sunblade 1500 central processing unit (cpu). The device receives, analyzes, and displays patient vital signs data from multiple bedside multifunctional patient monitoring device through either wireless or wired connection. This customer has two central stations running together and functioning as a high availability (ha) pair. Each system in an ha pair controls the centralized monitoring functions for some of the patients. When one of the systems becomes unavailable for whatever reason, the ha system is designed to switch control of the patients to the other unit in the ha pair. This is an option available to the customer to decrease instances of loss of centralized monitoring. In this case, one station went down and could not reboot. The patients on the crashed system transferred to the other system as specified. Subsequently, the other system also went down for an unrelated reason, resulting in a loss of centralized monitoring. The customer called in and requested help from welch allyn tech support in restoring their systems. Tech support confirmed the reported system crash and reboot. Tech support was not able to restore operation on the crashed system, so they arranged for it to be sent in for service. Upon return of the unit, factory service found that the returned system had an error associated with the loss of the path to the boot sector. This error is commonly caused by an improper system shutdown such as by removing power. They reloaded the software to restore the path to the boot sector, tested, and returned the unit to the customer. Tech support determined that the cause of the second unit reboot was a corrupted data packet received at acuity. The corrupted data transmission came from a 100 series monitor on which the customer was using an older coiled ECG cable that was noisy. Acuity rebooted as designed upon receiving the corrupted data packet. Tech support assisted the customer in determining the root cause and in locating the problem cable. They instructed the customer to replace the old ECG cable, which eliminated recurrence of corrupted data packets. Even though centralized monitoring was lost during the time that the system was down, patient vital signs monitoring continued at bedside with the local bedside patient monitor for any patients that had been connected to the system. There were no patients harmed in any way as a result of the event. By event here and in the codes of form 3500, we mean the loss of centralized monitoring.